Manufacturer narrative:
Trackwise ID#:(B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10. The lot # 3000386206 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 tip had a bend. The procedure was continued with the same device as they were able to use it on the patient. There was no patient harm.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.